Event description:
It was reported that the PICC sensor wire was observed to be "badly fractured", 1.5 inch of the sensor wire was sharply bent and with a little tug it broke completely. No patient harm reported. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed. One 3cg stylet was returned for investigation. The stylet was received without the PICC. The stylet extended through the t-lock extension set and was kinked at the distal end of the male luer on the extension set and 9.7cm distal to the male luer. The polyimide tubing was fractured and the distal tip of the stylet was not returned for investigation. Blood residue was visible on the extension set clamp and the stylet core wire. A microscopic examination revealed that the break in the core wire coincided with the break in the polyimide tubing. The surface of the break appeared smooth and granular. The wall thickness of the polyimide tubing was within specification. It was reported that the polyimide tubing was sharply bent. It was also reported that with a tug, it broke completely. The kinking of the polyimide tubing suggests that the catheter may have encountered resistance during insertion; however, the exact cause of the reported event could not be determined from the returned sample. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv2581 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC sensor wire was observed to be "badly fractured", 1.5 inch of the sensor wire was sharply bent and with a little tug it broke completely. No patient harm reported. No other information was provided.